Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot the issue with tandem technical support; therefore no additional information was obtained. Reportedly, the customer continued using the current cartridge on the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.